Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon was attempting to pre-position the large hem-o-lok clip applier instrument for clipping and it would not respond. The procedure was completed with no reported injury.